Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was leaking from the cartridge at the o-ring. Customer declined to load a new cartridge. Customer¿s blood glucose was 353 mg/dl which was related to being insulin resistant after three days. Customer delivered a bolus via the pump to address blood glucose. Customer declined any further follow-up from tandem technical support.